Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device was received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that his pump is consuming a lot of batteries. He said that his batteries used to last a long time but now the battery changes are more frequent. The customer¿s blood glucose was 13.0 mmol/l. He stated that the pump would alarm replace battery now and then lose power within hours of replacing the last battery. The pump will be returned for analysis.